Manufacturer narrative:
It was found that the bed exit alarm would not turn off due to malfunctioning batteries. The issue was resolved for the customer by replacing the battery

Event description:
It was reported via repair work order that the bed exit chaperone will not alarm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed exit chaperone will not alarm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.